Event description:
It was reported that during a lap appendectomy procedure, there was a leaking after changing the instruments. The case was completed with same like product. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.